Event description:
The customer states that in 2008, patient samples generated elevated serum creatinine results when tested using the architect cc creatinine assay. The results were questioned by a medical practitioner and the samples were repeated on the next day, yielding results in the normal range. There was no impact to patient management reported due to this issue. Initial result (mg/dl): 5.22; repeat result (mg/dl): 1.05.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is completed.